Event description:
It was reported the patient stopped using and charging his scs system approximately two years ago. The patient stated he stopped using his scs system because he was no longer having back pain. The patient report she started having pain again and would like to start using his scs system again. Additional information received identified the patient's scs ipg was replaced with a new one. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Correction/removal number: 1627487-0726202-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.